Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 500 mg/dl. Customer stated that the cannula was bent; the insulin pump did not alarm no delivery. Customer was vomiting. The current blood glucose reading is 119 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.